Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31851. It was reported the patient's leads migrated after performing high-performance activities. The issue was confirmed via x-rays. As a result, surgical intervention was undertaken wherein both existing leads were explanted and replaced.